Event description:
Per the clinic, the device was explanted (date not reported) for unspecific medical reasons. The patient was reimplanted with another cochlear device on (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.